Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) and incorrect interpretation of signal. The device was also under sensing and had failure to deliver shock. The patient experienced arrhythmia and passed away on (B)(6) 2024 due to these events.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate anti-tachycardia pacing (atp) and incorrect interpretation of signal. The device was also under sensing and had failure to deliver shock. The patient experienced arrhythmia and passed away due to these events.